Event description:
Facility reported venous line disconnected from the ash-split catheter one hour into the treatment, the lines were reversed to alleviate poor arterial flow. The lines were then reconnected and subsequently the disconnect occurred. Estimated blood loss 500cc. The pt was sent to the emergency room where two (2) units of packed cells were given to the pt. The pt was then sent home with no further complications. The sample was discarded by the user. Message left for the don to call (she is out today), and the questionnaire was faxed to the facility. Medwatch filed on the medical intervention.